Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg)'s backlight did not power on or that the epg powered off while in use. It was noted that the hanger assembly and lower case were broken. It was further noted that the display wire was pinched, wire insulation not compromised and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) backlight did not power on and the epg powered off whilst in use. There was no patient involvement.